Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced a low blood glucose reading of 68 mg/dl with a warm sensation to the head, then a rise to 71 mg/dl during the call and to 84 mg/dl on follow-up; the user had not eaten and no precipitating factor was identified, and troubleshooting and education were provided with guidance on fast-acting carbohydrate use and monitoring. Symptoms included hypoglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to identify a device-related problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.